Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient fell on her back on (B)(6) 2016 and ever since she had been having impulses from the device. Originally went to the emergency room for head pain and was then admitted into the hospital. There was shooting pain coming from her device and she could barely stand it. She was in excruciating pain. The patient's doctors gave her a patch to wear and that was helping the pain at the moment. She was to be discharged on (B)(6) 2016 but was scared because she didn't want to go home with pain coming from the device. She planned to have a nurse call the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.